Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study in regard to a patient receiving dilaudid 5.0 mg/ml at 0.2498 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. The patient experienced urinary retention for a few days following implant; bladder function was back to normal as of (B)(6) 2015. The urinary retention occurred after pump placement. The severity was considered mild. The outcome was resolved without sequelae on (B)(6) 2015. No intervention was taken. The etiology was surgery/anesthesia. The event was unlikely related to the device or therapy, and possibly related to the implant procedure.

Manufacturer narrative:
Review of this MDR and/or additional information shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. The event was assessed as not related to the device or therapy but related to the anesthesia given during the implant procedure. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
.